Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure the customer's condition since the initial call; customer states at the time of call that she was having symptoms. Customer sates that she obtained a result of 80mg/dl. She states that she feels dizzy and sleepy and that she was going to seek medical intervention. Another follow up call was made by the manufacturer on 2/14/2019; customer still feel the same (sleepy, tired, dizzy). Her caregiver took her for blood work this morning because she had an appointment. Did not have medical intervention related to blood sugar. No diagnosis reported. There were additional tests performed with alleged defective meter and customer was satisfied.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. Caller is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy and sleepy. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in a plastic bag outside of the vial. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. No test strip vial available. The meter memory was not reviewed for previous test result history.